Event description:
The patient reported exposed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. External and internal visual inspections of the accessory revealed exposed wires on the power supply cable. The field reported event of exposed wires on the power supply cable was confirmed.